Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, d10, g4, h6. D10: 350-42-02 - tibial insert mb sz 2 rt 6mm. 350-32-02 - tibial plate mb sz 2 rt. 350-02-02e - talus -right- sz 2 - EU.

Manufacturer narrative:
D10: 350-32-02 - tibial plate mb sz 2 rt, 350-02-02e - talus -right- sz 2 - EU. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Approximately 2 years 4 months post operation, the patient experienced periarticular ossification and ankle instability requiring a revision of the tibial insert. Surgeon also performed a resection of medial periarticular ossification and a deltoid ligament reconstruction.